Event description:
It was reported upon deployment, the arms of the filter did not deploy. After a great deal of manipulation, the doctor was able to deploy the filer, but the arms and legs were crossed. Filter retrieval will be attempted. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation. It is unk if pt or procedural factors contributed to this event. Based on films received, the reported event is confirmed. The root cause is unk.